Manufacturer narrative:
One powermax elite motor drive unit, part number 72200616 was received on 31 july 2015 and confirmed to be serial number (B)(4). A visual inspection was performed on the exterior of product and no damage was found. Complaint of blade stall error was confirmed on a test control unit. Mdu failed for hand piece blade stall error as well as overheating. Cause of errors and overheating is a corroded motor/gearbox. The motor/gearbox could not be removed from the housing due to extreme corrosion. The motor tacs tested good. The gearbox appears to be corroded internally and is the cause of the complaint. Mdu is 1 year old. Product was shipped to customer new on (B)(4) 2014. The complaint investigation has concluded that this unit has succumbed to expected wear and tear. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During a subacromial decompression, it was reported that the powermax hand piece and 4.5 incisor blade felt extremely hot. There was smoke coming from the d2 control unit and there were scorch marks left on the theatre towels. Follow up received indicated that the patient's post-operative condition is fine. There was no harm to the patient during the case. Back up devices and stacking system were available and used to complete the procedure without any delays. Reference (B)(4) for incisor plus blade and (B)(4) for the dii controller.